Manufacturer narrative:
There were originally two reported malfunctions for product catalog number 121410. Of the two devices, the product catalog number of one device was updated to (B)(4). The lot number for the two malfunctions were provided and a lot history review was performed. The two devices have been returned for evaluation; the evaluation of one device with catalog number 121410 could not reproduce the malfunction. The evaluation for the one device with catalog number 121820 was inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121410 biopsy instrument allegedly self-activated. This information was received from one source. The event did not involve a patient and therefore had no patient consequence. The patient is female, but weight and age were not provided.

Manufacturer narrative:
For both of the complaints, 1 device product catalog and lot number was unknown, a manufacturing review could not be performed. Of the 2 reported malfunctions, 1 device lot number was provided, and lot history review. The sample were returned for evaluation. A backward bent was identified for both devices. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 121410. Biopsy instrument allegedly self activated. The procedure was completed using another device. These reports were received from various sources. Both events did not involve patients. One patient is female; however, all other patients age, weight, gender was not provided.